Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted and replaced and therapy was restored.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The ipg was explanted and replaced due to the ipg reaching end of service. Therapy was restored post-op the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of service.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patients ipg had reached end of service. Surgical intervention may take place at a later date to rectify the patient issue.